Event description:
It was noted that the right atrial lead dislodged. No action has occurred or is planned. The lead remains implanted. No patient complications have been reported as a result of this event. The patient is a participant in the (B)(4) study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010, 21:00:12. The weekly pace lead impedance trend data shows varying impedance for max atrial pace bi impedance was 855 to 1881 ohms peak between (B)(6) 2010.